Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was implanted as a temporary lead through the patient&#38112;neck to the rv (right ventricle). Thirty minutes after the implant the patient complaint of chest pain. An echo was done which showed no pericardial effusion. Since the patient showed a stable heart rate at that time the physician decided to remove the lead. Then approximately ten minutes after the lead was removed the patient developed a pericardial effusion and tamponade from cardiac perforation. The patient was brought to the or (operating room) for a pericardial window drain. The patient turned out stable with atrial fibrillation. No further patient complications have been reported as a result of this event.